Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ICD delivered inappropriate therapy. The lead imedance and capture threshold had increased and the sensing had decreased. The lead was replaced.